Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-3636, 15492197, that displays an implant that has been used. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/04/2025, it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-3636 kl 1.8 fibertak shoulders included in the ar-1665bcsl-39 lnt implant system experienced a malfunction. The first one that failed was most likely due to patients' soft bone, as the anchor just pulled out while tensioning. This was discovered during a labral repair, and the case was completed with no patient harm.